Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a large leak from the pressure relief valve. The pressure relief valve was replaced, and the unit was returned to service.

Event description:
The hospital reported receiving incorrect pressure an volumes from the unit during preuse checkout. There was no report of patient involvement.